Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of pt retd wont light up. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca with burnt components. The customer complaint was reproduced. There were no error has been identified. The device was scrapped.